Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 80mm diameter thoracic aortic aneurysm. It was reported that on follow up CT performed there was suspicion of type 1b or type ii endoleak. A distal extension(40x40x150) was implanted. It was reported that the patient sustained a fall and a CT was performed. An incidental finding on the CT performed, revealed the type ib and/or a type ii endoleak had not resolved. The physician planned to extend farther distally to the celiac artery. A 40x40x100mm valiant stent graft was implanted successfully with satisfactory results and the event was resolved. As per the physician, the cause of the event was due to tortuous distal aorta anatomy. No additional clinical sequelae were reported, and the patient is fine.